Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had button was stick and received infusion flow block alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Software version 4.11e. Retainer ring black. Customer returned device for alleged no delivery alarm and button sticking found on 02-feb-2022. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self-test, and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. No, no delivery alarms noted during testing. No delivery alarm was found in the history files or traces on event date of 12/14/2021 08:00:52.000 during bolus. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Keypad assembly traces were inspected and moisture or physical damage was noted the connector on electrical board was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. Force sensor zero offset within specification 23 millivolts. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case(battery tube), cracked case-corner of belt clip rails, and label damage. No delivery alarm was not confirmed during testing. Stuck button alarm did not occur during testing and was not found in the history file. Stuck button alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.